Event description:
The reporter stated the surgeon attempted to insert a 12.5mm icm125v4 implantable collamer lens but the lens would exit the cartridge completely and it was impossible to implant the lens, even after several attempts. The surgeon implanted the standby lens. There was no patient injury. The reporter felt the lens was faulty.

Manufacturer narrative:
.